Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2 additional vessel closure devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a severe calcified common femoral artery was attempted with proglide devices using the pre-close technique via a 8f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first and second device attempted had no suture present when the plunger was removed. A third device was deployed but there was a suture break when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.